Manufacturer narrative:
Manufacturer¿s investigation conclusion: stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced history of infections were previously reported under medwatch MFR report# 2916596-2019-00764, 2916596-2019-00793, 2916596-2019-00794, 2916596-2019-00797. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was taken to the emergency room with complaints of sudden severe left sided headache and blurry vision. Neuro consult, nih stroke scale and computed tomography (CT) were performed. Inr on admit 3.0 due to recent history of infections. Septic emboli, felt to be source of strokes. CT of spine and lumbar puncture ordered. Lumbar puncture. Microbiological culture of blood cx, and CT spine negative for infection source. Neuro symptoms resolved (B)(6) 2018. Tee was negative for thrombus or vegetation on valves, lvad or device leads. CT of head showed no evidence of mass, acute hemorrhage, or stroke. Almost complete resolution of small foci of intraparenchymal hemorrhage on previous studies. Patient was discharged home on (B)(6) 2019.